Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge was advanced for dilatation. During the procedure, the device was used several times and during inflation, the balloon ruptured, and backflow was confirmed. The device was replaced, and the procedure was completed with a wolverine balloon catheter. No patient complications nor injuries were reported.